Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing correction factor settings adjustments. Customer bg was "low" according to continuous glucose monitor readings and was addressed by consuming carbohydrates. Customer changed correction factor from 1:70 to 1:60, and tandem technical support advised customer to consult with their healthcare provider regarding the settings adjustments.